Manufacturer narrative:
(B)(4). Summary of investigational findings: the evaluation of the images confirm that filter legs were intertwined after release. It is suspected that the filter was most likely twisted during the loading of the filter into the sheath or possibly while advancing the filter out of the sheath resulting in the primary filter legs becoming intertwined. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: patient with lower extremity deep vein thrombosis conducted vena cava filter implantation. The filter was placed through jugular vein. It was found that 4 main filter wires did not spread out and intertwined. The filter was withdrawn with the filter retrieving kit. The 4 filter wires were found to intertwine with each other during retrieving the filter. It returned to its normal state during retrieving and the wires no longer intertwined. The filter was placed again after adjustment, with both its form and position being normal. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.